Event description:
Customer reported that the head restraint was broken and user advisory 18 was seen. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report. However, the device is still under investigation. A supplemental report will be submitted when the investigation is completed.